Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 16jun2020: it was reported that resistance was felt while removing both of the patients stents. The stent was observed to have encrustation. The portion of the stent that remained in the patient was removed after a ureteroscopic lithotripsy using a flexible ureteroscope for access. Another stent was placed to replace it. It was reported while the stent was indwelling the facility requested patient to perform abdominal plain film examination, renal function and routine urine test monthly but it was reported "the patient didn¿t follow exactly." It was reported that the patient felt minor waist pain after implantation. It was also reported the procedure required to remove the remaining portion of the stent caused "patient pain".

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during removal of bilateral filiform double pigtail ureteral stents in the hospital, the device broke during removal. The devices had been placed transurethrally 9 months prior. The physician attending the case requested assistance from the department director to remove the remaining stent section. It is reported that no section of the device remained inside the patient, and the patient did not require any additional procedures as a result of this occurrence. No adverse effects to the patient have been reported. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation: it was reported, that a filiform double pigtail ureteral stent broke during removal. The part the stent that remained within the patient was removed after a ureteroscopic lithotripsy. The stent was exchanged for a new one. It was reported the patient felt minor waist pain after implantation. It was also reported that resistance was felt whilst removing the patients other stent. There were no planned stent monitoring appointments for the patient, they were cancelled/delayed due to covid-19 pandemic. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), drawing, specifications, the instructions for use, and quality control data. Two devices were returned for investigation. Each stent was separated into two or more segments. Stent a was returned in two segments. The stent was separated 13.2cm from the distal coil. The distal coil was intact and the coil width measured 16 mm. The combined length of both segments measure approximately 26.2cm between the coils indicating no missing pieces. Sporadic heavy encrustation was observed behind the distal coil covering 3cm of the stent body. The side ports were occluded with dried encrustation. The proximal coil was separated 13.4 cm from the base of the coil and the coil width measured 16 mm. The sideports are occluded with dried encrustation. The separation point is straight and occurred at a sideport. The point of separation has mating fractures. Entire stent appears to have been returned. Stent b - was returned in four segments. The distal segment measured 12.3cm from the first ink band to point of separation on the stent body and the point of separation occurred at a sideport. The distal coil was separated 2.2cm from the distal end and this point of separation occurred at a sideport. The silicone material is severely deteriorated penetrating completely through the stent coil. The proximal stent segment measured 14cm. The entire proximal coil was separated from the body of the stent and was returned in one piece; the point of separation is behind the last ink band and noted to occur at a sideport. The point of separation has mating fractures. Measuring from the first ink ban on the distal segment to the proximal ink band on the proximal segment, the stent body measures approximately 26.3cm, indicating no missing pieces on the stent body. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows there has been one other complaint associated with the reported lot. The associated complaint was for a broken stent, the stent was not returned or reported to show any signs of encrustation. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: the IFU includes the following precautions: complications of ureteral stent placement are documented. Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures. Do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. The stent must not remain indwelling more than twelve months. If the patient¿s status permits, the stent may be replaced with a new stent. A pregnant patient must be more closely monitored for possible stent encrustation due to calcium supplements. Improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Angulation of the wire guide or stent should be avoided. Use of a 0-degree scope lens is recommended. Scopes larger than 21.0 french are suggested. Individual variations of interaction between stents and the urinary system are unpredictable. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage. A review of manufacturing procedures found that current controls for manufacturing and quality control are in place to assure functionality and device integrity prior to shipping. Controls include tensile testing samples of the production materials. The instructions for use supplied with the stent sets state "periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage." "Do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered." Based on the complaint report that the stents were observed to have encrustation "all over the stent" and the returned stents showed signs of encrustation. The most likely contributing factor for this complaint is stent encrustation. Stent encrustation is a known inherent risk of ureteral stents. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information that was known, but inadvertently not reported on the previous MDR: two devices were returned 18jun2020. Both devices were separated into two or more segments. Both devices were from the same stent removal procedure and from the same lot.